Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative discovered this reported complaint during checkout of the equipment. The control panel was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported that the unit's bag/vent switch would stick intermittently preventing mechanical ventilation. There was no report of patient involvement.